Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), allergy to metals ("nickel allergy"), dyspareunia ("deep pain with sex"), stress ("stress"), influenza ("flu"), musculoskeletal pain ("shoulder blades hurt the worst at first"), pain ("all over aches"), headache ("headache"), nausea ("nausea"), fatigue ("exhaustion") and cyst ("cysts on my head"). The patient was treated with surgery (remove the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, allergy to metals, dyspareunia, stress, influenza, musculoskeletal pain, headache, nausea, fatigue and cyst outcome was unknown. The reporter considered allergy to metals, dyspareunia, pelvic pain and rash to be related to essure. The reporter provided no causality assessment for cyst, fatigue, headache, influenza, musculoskeletal pain, nausea, pain and stress with essure. ¿concerning the injuries reported in this case, the following one/ones were reported via social media stress, flu, shoulder blades hurt the worst at first, all over aches, headache, nausea, exhaustion, cysts on my head¿. Most recent follow-up information incorporated above includes: on 22-nov-2017: social media post report: events stress, flu, shoulder blades hurt the worst at first, all over aches, headache, nausea, exhaustion, cysts on my head, reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and neuropathy peripheral ("neuropathy") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone an essure confirmation test". The patient's past medical history included cryoablation. Concurrent conditions included morbid obesity, hepatosplenomegaly and urinary incontinence. In 2008, the patient experienced dyspareunia ("deep pain with sex / dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("exhaustion") and asthenia ("no energy"). In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia") and amnesia ("memory loss"). On (B)(6) 2009, 1 year after insertion of essure, the patient experienced tooth disorder ("dental problems") and tooth fracture ("teeth are breaking apart"). In 2010, the patient experienced rash ("rash"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), allergy to metals ("nickel allergy"), stress ("stress"), influenza ("flu"), musculoskeletal pain ("shoulder blades hurt the worst at first / shoulder pain"), pain ("all over aches"), headache ("headache"), nausea ("nausea"), cyst ("cysts on my head/4 of them on my scalp"), petechiae ("petechiae"), anxiety ("anxiety"), migraine ("migraines"), pain in extremity ("arm pain / leg pain"), back pain ("back pain"), epstein-barr virus infection ("ebv [epstein barre virus]") and confusional state ("perplexing"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, rash, allergy to metals, dyspareunia, stress, influenza, musculoskeletal pain, pain, headache, nausea, fatigue, cyst, petechiae, anxiety, fibromyalgia, migraine, tooth disorder, amnesia, weight increased, alopecia, asthenia, female sexual dysfunction, tooth fracture, pain in extremity, back pain, epstein-barr virus infection and confusional state outcome was unknown. The reporter provided no causality assessment for cyst, fatigue, headache, influenza, musculoskeletal pain, nausea, pain and stress with essure. The reporter considered allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, confusional state, dyspareunia, epstein-barr virus infection, female sexual dysfunction, fibromyalgia, migraine, neuropathy peripheral, pain in extremity, pelvic pain, petechiae, rash, tooth disorder, tooth fracture and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were reported via social media stress, flu, shoulder blades hurt the worst at first, all over aches, headache, nausea, exhaustion, cysts on my head, pelvic pain, nickel allergy, dyspareunia, rash, confusional state¿ most recent follow-up information incorporated above includes: on 23-mar-2018: social media case. New event added- perplexing. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and neuropathy peripheral ("neuropathy") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone an essure confirmation test". The patient's past medical history included cryoablation. Concurrent conditions included obesity, hepatosplenomegaly and urinary incontinence. On (B)(6) 2008, the patient had essure inserted. On 2008, after insertion of essure, the patient experienced dyspareunia ("deep pain with sex / dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("exhaustion") and asthenia ("no energy"). In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia") and amnesia ("memory loss"). On (B)(6) 2009, the patient experienced tooth disorder ("dental problems") and tooth fracture ("teeth are breaking apart"). In 2010, the patient experienced rash ("rash"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), allergy to metals ("nickel allergy"), stress ("stress"), influenza ("flu"), musculoskeletal pain ("shoulder blades hurt the worst at first / shoulder pain"), pain ("all over aches"), headache ("headache"), nausea ("nausea"), cyst ("cysts on my head"), petechiae ("petechiae"), anxiety ("anxiety"), migraine ("migraines"), pain in extremity ("arm pain / leg pain"), back pain ("back pain") and epstein-barr virus infection ("ebv [epstein barre virus]"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, rash, allergy to metals, dyspareunia, stress, influenza, musculoskeletal pain, headache, nausea, fatigue, cyst, petechiae, anxiety, fibromyalgia, migraine, tooth disorder, amnesia, weight increased, alopecia, asthenia, female sexual dysfunction, tooth fracture, pain in extremity, back pain and epstein-barr virus infection outcome was unknown. The reporter provided no causality assessment for cyst, fatigue, headache, influenza, musculoskeletal pain, nausea, pain and stress with essure. The reporter considered allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, dyspareunia, epstein-barr virus infection, female sexual dysfunction, fibromyalgia, migraine, neuropathy peripheral, pain in extremity, pelvic pain, petechiae, rash, tooth disorder, tooth fracture and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were reported via social media stress, flu, shoulder blades hurt the worst at first, all over aches, headache, nausea, exhaustion, cysts on my head, pelvic pain, nickel allergy, dyspareunia, rash¿ most recent follow-up information incorporated above includes: on 2-apr-2018: pfs received - new events "petechiae, anxiety, fibromyalgia, dental problems, migraines, memory loss, neuropathy, weight gain, hair loss, no energy, teeth are breaking apart, apareunia (inability to have sexual intercourse), arm pain / leg pain, back pain and epstein barre virus" were added. New reporter were added. Historical and concomitant conditions were added. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and neuropathy peripheral ("neuropathy") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone an essure confirmation test". The patient's past medical history included cryoablation. Concurrent conditions included morbid obesity, hepatosplenomegaly, urinary incontinence and asthma. Concomitant products included alprazolam, atorvastatin, cyclobenzaprine, duloxetine hydrochloride (cymbalta), ergocalciferol (vitamin d2), levothyroxine, lisinopril, paroxetine, phentermine, salbutamol (albuterol), temazepam, topiramate and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("deep pain with sex / dyspareunia (painful sexual intercourse)"), fatigue ("exhaustion/fatigue chronic fatigue"), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdomianl pain"). In (B)(6) 2009, the patient experienced asthenia ("no energy"). In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia"), amnesia ("memory loss") and autoimmune disorder ("unspecified autoimmune disorder"). On (B)(6) 2009, 1 year after insertion of essure, the patient experienced tooth disorder ("dental problems") and tooth fracture ("teeth are breaking apart and disintegrating"). In 2010, the patient experienced rash ("rash"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced neuropathy peripheral (seriousness criterion medically significant), allergy to metals ("nickel allergy"), stress ("stress"), influenza ("flu"), musculoskeletal pain ("shoulder blades hurt the worst at first / shoulder pain"), pain ("all over aches"), headache ("headache"), nausea ("nausea"), cyst ("cysts on my head/4 of them on my scalp"), petechiae ("petechiae"), anxiety ("anxiety"), migraine ("migraines"), pain in extremity ("arm pain / leg pain"), epstein-barr virus infection ("ebv [epstein barre virus]") and confusional state ("perplexing"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, rash, allergy to metals, dyspareunia, stress, influenza, musculoskeletal pain, pain, headache, nausea, fatigue, cyst, petechiae, anxiety, fibromyalgia, migraine, tooth disorder, amnesia, weight increased, alopecia, asthenia, female sexual dysfunction, tooth fracture, pain in extremity, back pain, epstein-barr virus infection, confusional state, abdominal pain and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for cyst, fatigue, headache, influenza, musculoskeletal pain, nausea, pain and stress with essure. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, asthenia, autoimmune disorder, back pain, confusional state, dyspareunia, epstein-barr virus infection, female sexual dysfunction, fibromyalgia, migraine, neuropathy peripheral, pain in extremity, pelvic pain, petechiae, rash, tooth disorder, tooth fracture and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were reported via social media stress, flu, shoulder blades hurt the worst at first, all over aches, headache, nausea, exhaustion, cysts on my head, pelvic pain, nickel allergy, dyspareunia, rash, confusional state¿ most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet received ¿ new event autoimmune disorder added. Concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and neuropathy peripheral ("neuropathy") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone an essure confirmation test". The patient's past medical history included cryoablation. Concurrent conditions included morbid obesity, hepatosplenomegaly and urinary incontinence. Concomitant products included alprazolam, atorvastatin, cyclobenzaprine, duloxetine hydrochloride (cymbalta), ergocalciferol (vitamin d2), levothyroxine, lisinopril, paroxetine, phentermine, salbutamol (albuterol), temazepam, topiramate and topiramate (topamax). In 2008, the patient experienced dyspareunia ("deep pain with sex / dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("exhaustion/fatigue chronic fatigue") and asthenia ("no energy"). In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia") and amnesia ("memory loss"). On (B)(6) 2009, 1 year after insertion of essure, the patient experienced tooth disorder ("dental problems") and tooth fracture ("teeth are breaking apart"). In 2010, the patient experienced rash ("rash"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), allergy to metals ("nickel allergy"), stress ("stress"), influenza ("flu"), musculoskeletal pain ("shoulder blades hurt the worst at first / shoulder pain"), pain ("all over aches"), headache ("headache"), nausea ("nausea"), cyst ("cysts on my head/4 of them on my scalp"), petechiae ("petechiae"), anxiety ("anxiety"), migraine ("migraines"), pain in extremity ("arm pain / leg pain"), back pain ("back pain"), epstein-barr virus infection ("ebv [epstein barre virus]"), confusional state ("perplexing") and abdominal pain ("abdomianl pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, rash, allergy to metals, dyspareunia, stress, influenza, musculoskeletal pain, pain, headache, nausea, fatigue, cyst, petechiae, anxiety, fibromyalgia, migraine, tooth disorder, amnesia, weight increased, alopecia, asthenia, female sexual dysfunction, tooth fracture, pain in extremity, back pain, epstein-barr virus infection, confusional state and abdominal pain outcome was unknown. The reporter provided no causality assessment for cyst, fatigue, headache, influenza, musculoskeletal pain, nausea, pain and stress with essure. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, confusional state, dyspareunia, epstein-barr virus infection, female sexual dysfunction, fibromyalgia, migraine, neuropathy peripheral, pain in extremity, pelvic pain, petechiae, rash, tooth disorder, tooth fracture and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were reported via social media stress, flu, shoulder blades hurt the worst at first, all over aches, headache, nausea, exhaustion, cysts on my head, pelvic pain, nickel allergy, dyspareunia, rash, confusional state¿ most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet was received. Reporter added. Patient demographics and concomitant products added. Events abdomianl pain was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain'), neuropathy peripheral ('neuropathy') and autoimmune disorder ('unspecified autoimmune disorder') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone an essure confirmation test". The patient's medical history included cryoablation. Concurrent conditions included morbid obesity, hepatosplenomegaly, urinary incontinence and asthma. Concomitant products included alprazolam, atorvastatin, cyclobenzaprine, duloxetine hydrochloride (cymbalta), ergocalciferol (vitamin d2), levothyroxine, lisinopril, paroxetine, phentermine, pregabalin (lyrica), salbutamol (albuterol), temazepam, topiramate and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("deep pain with sex / dyspareunia (painful sexual intercourse)"), fatigue ("exhaustion/fatigue chronic fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced asthenia ("no energy"). In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia"), amnesia ("memory loss") and autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced tooth disorder ("dental problems") and tooth fracture ("teeth are breaking apart and disintegrating"), 1 year after insertion of essure. In 2010, the patient experienced rash ("rash"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced neuropathy peripheral (seriousness criterion medically significant), allergy to metals ("nickel allergy"), stress ("stress"), influenza ("flu"), musculoskeletal pain ("shoulder blades hurt the worst at first / shoulder pain"), pain ("all over aches"), headache ("headache"), nausea ("nausea"), cyst ("cysts on my head/4 of them on my scalp"), petechiae ("petechiae"), anxiety ("anxiety"), migraine ("migraines"), pain in extremity ("arm pain / leg pain"), epstein-barr virus infection ("ebv [epstein barre virus]"), confusional state ("perplexing"), vomiting ("throwing up") and procedural pain ("pain during insertion of essure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, neuropathy peripheral, rash, allergy to metals, dyspareunia, stress, influenza, musculoskeletal pain, pain, headache, nausea, fatigue, cyst, petechiae, anxiety, fibromyalgia, migraine, tooth disorder, amnesia, weight increased, alopecia, asthenia, female sexual dysfunction, tooth fracture, pain in extremity, back pain, epstein-barr virus infection, confusional state, abdominal pain, autoimmune disorder, vomiting and procedural pain outcome was unknown. The reporter provided no causality assessment for cyst, fatigue, headache, influenza, musculoskeletal pain, nausea, pain and stress with essure. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, asthenia, autoimmune disorder, back pain, confusional state, dyspareunia, epstein-barr virus infection, female sexual dysfunction, fibromyalgia, migraine, neuropathy peripheral, pain in extremity, pelvic pain, petechiae, procedural pain, rash, tooth disorder, tooth fracture, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.4 kg/sqm. ¿concerning the injuries reported in this case, the following were reported via social media stress, flu, shoulder blades hurt the worst at first, all over aches, headache, nausea, exhaustion, cysts on my head, pelvic pain, nickel allergy, dyspareunia, rash, confusional state, vomiting, procedural pain.¿ most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added, event vomiting, procedural pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain'), neuropathy peripheral ('neuropathy') and autoimmune disorder ('unspecified autoimmune disorder') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone an essure confirmation test". The patient's medical history included cryoablation. Concurrent conditions included morbid obesity, hepatosplenomegaly, urinary incontinence and asthma. Concomitant products included alprazolam, atorvastatin, cyclobenzaprine, duloxetine hydrochloride (cymbalta), ergocalciferol (vitamin d2), levothyroxine, lisinopril, paroxetine, phentermine, pregabalin (lyrica), salbutamol (albuterol), temazepam, topiramate and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("deep pain with sex / dyspareunia (painful sexual intercourse)"), fatigue ("exhaustion/fatigue chronic fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced asthenia ("no energy"). In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia"), amnesia ("memory loss") and autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced tooth disorder ("dental problems") and tooth fracture ("teeth are breaking apart and disintegrating"), 1 year after insertion of essure. In 2010, the patient experienced rash ("rash"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced neuropathy peripheral (seriousness criterion medically significant), allergy to metals ("nickel allergy"), stress ("stress"), influenza ("flu"), musculoskeletal pain ("shoulder blades hurt the worst at first / shoulder pain"), pain ("all over aches"), headache ("headache"), nausea ("nausea"), cyst ("cysts on my head/4 of them on my scalp"), petechiae ("petechiae"), anxiety ("anxiety"), migraine ("migraines"), pain in extremity ("arm pain / leg pain"), epstein-barr virus infection ("ebv [epstein barre virus]"), confusional state ("perplexing"), vomiting ("throwing up") and procedural pain ("pain during insertion of essure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, rash, allergy to metals, dyspareunia, stress, influenza, musculoskeletal pain, pain, headache, nausea, fatigue, cyst, petechiae, anxiety, fibromyalgia, migraine, tooth disorder, amnesia, weight increased, alopecia, asthenia, female sexual dysfunction, tooth fracture, pain in extremity, back pain, epstein-barr virus infection, confusional state, abdominal pain, autoimmune disorder, vomiting and procedural pain outcome was unknown. The reporter provided no causality assessment for cyst, fatigue, headache, influenza, musculoskeletal pain, nausea, pain and stress with essure. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, asthenia, autoimmune disorder, back pain, confusional state, dyspareunia, epstein-barr virus infection, female sexual dysfunction, fibromyalgia, migraine, neuropathy peripheral, pain in extremity, pelvic pain, petechiae, procedural pain, rash, tooth disorder, tooth fracture, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.4 kg/sqm. "Concerning the injuries reported in this case, the following were reported via social media stress, flu, shoulder blades hurt the worst at first, all over aches, headache, nausea, exhaustion, cysts on my head, pelvic pain, nickel allergy, dyspareunia, rash, confusional state, vomiting, procedural pain¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), allergy to metals ("nickel allergy") and dyspareunia ("deep pain with sex"). The patient was treated with surgery (remove the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, dyspareunia, pelvic pain and rash to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.